Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Approximately one (1) year ago, patient was fused at l2-s1. The patient was returned to the operating room for extension of the fusion to include t10-l2 (the l2-s1 hardware was intact). As the surgeon was tightening the screw in the transconnector at l2 on the right side, the tip of the screwdriver broke off in the recess of the screw. The surgeon chose to leave the piece in the screw and completed the procedure without further incident. No adverse effect to the patient was noted. This report is #3 of 8 for the same event.